Manufacturer narrative:
E1: reporter facility name: (B)(6). B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified this device had been in before for repair for a related customer stated problem. A functional check and visual inspection were performed. The customer stated problem was confirmed as the device shows the same error message. The root cause of the problem was the downstream occlusion (dso) sensor does not work perfectly. There was fluid ingression. To correct the problem the dso sensor will be replaced.

Event description:
It was reported that the device exhibited,¿ cassette not attached correctly¿. There was unknown patient involvement.